Manufacturer narrative:
Device powered up properly after battery installation. Device passed self test and no software error alarms noted. Device was monitored for 1 day and no software error alarms occurred. Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. No motion sensor test failure alarm noted during testing. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
Customer reported via phone call that the insulin pump would sound an alarm and start the rewind process then it would stop, turn itself off and back on, then alarmed a motion sensor test failure alarm. Customer's blood glucose was unknown. During troubleshooting, found motion sensor test failure alarm, motor error alarm, software error alarm, and moto position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.